Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. It was confirmed that the charging supplies were able to successfully charge another device. Customer reported blood glucose level was 78 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.